Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns pt had high lead impedance readings at an office visit. The pt had previously had replacement of the vns lead and generator on (B)(6) 2010. The vns was disabled. X-rays were taken per the reporter which did not reveal any lead fractures, but the pin was believed to be fully inserted. Surgery to explore and possibly replace the vns lead appears likely. Attempts for further info are in progress.